Event description:
Facility reported to smiths medical that the tubing severed from the injection site during use of the device. There was no patient injury or treatment reported for this event.

Manufacturer narrative:
The finished product is further assembled, packaged and sterilized by smiths medical. Samples have been received from the customer; however, smiths has not yet completed its investigation . A follow up MDR will be submitted when the investigation has been completed.